Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was in process of cartridge change and after inserting a new cartridge, the pump began to beep & vibrate without any message being displayed. Patient reviewed error date in pump which showed w2 - battery low at 0925hrs on (B)(6) 2017, but there is no e2 battery empty present. No adverse event alleged. A request was made for the return of the device.